Event description:
The surgeon was performing an internal fixation of an osteochondral fragment of the distal femur when the screw broke. The screw was removed and replaced. The hosp commented that there was no injury to the pt, however, the anesthesia time may have been extended.